Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd fluid and abdominal pain. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and heparin injection (1/2 ml, per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that on an unknown date, the patient was discharged from the hospital, antibiotic treatment was discontinued and the patient recovered from peritonitis, abdominal pain and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.